Event description:
Injury (needle): a man from australia reported that a novofine 30 needle broke off in his abdomen. He went to medical center where the presence of the needle was confirmed by x-ray. He was then sent to hosp, but several physicians were unable to remove the needle. The following day (11/17/97) he returned to the hosp for day surgery, however, the surgeon could not locate the needle. The man was advised by the physician that the needle would probably find its way out. The man will return to a specialist on 12/1/97 for follow-up. The man stated that he sometimes reuses needles for a maximum of two times but on this occasion the needle had not previously been used. The needle hub has been discarded.